Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test and displacement test or verify broken forced sensor alarm and compromised forced sensor system alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.